Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced multiple errors and locke up, requiring a reboot in an attempt to regain system functionality. No patient serious injury or death was related to this event.